Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a y-type blood/solution set separated from the tubing. This occurred after a nurse spiked a blood bag during infusion, and led to blood leaking on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The unit arrived contaminated with blood, a visual inspection was performed and it was observed that the tubing was separated from the spike. Due to the condition of the unit no additional testing could be performed. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.